Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the insertion needle hub separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. This complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers reported via phone call of a threshold suspend and a needle hub stuck in the enlite serter. The customer's blood glucose level at the time of incident was 186 mg/dl. Troubleshooting was conducted on how to properly use serters. The customer was advised to return for sensors and serter for analysis and that they would be replaced. Trouble shoot for threshold suspend was conducted. It was found that the differences with sensor reading and blood glucose were within the acceptable range difference. Customer was explained the cause of varying readings and measurements. The sensors and serters are being returned and replaced.